Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed bag near empty and stopped infusing epinephrine during therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.